Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl. Low bg cause was not known. Customer required assistance from spouse who administered glucagon to address bg. Reportedly, emergency medical technicians (emts) were called. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Tandem technical support investigated the pump logs and confirmed the pump was functioning appropriately.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.